Event description:
It was reported that the patient is not receiving the expected benefit from the implant. The patient has intermittency and instability of sound with the device. The patient has no speech understanding. Testing did not show any malfunction of the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.